Event description:
A nonhealth care professional reported that during the intraocular lens (iol)implantation surgery, there was a scratch or mark on the optic. There was patient contact. Additional information was received stating that there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.